Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that onetouch utlra2 meter is giving error 2 messages. Per the owner's manual, either a used test strip or a problem with the meter could cause error 2. On june 12, 2008, this medical affairs specialist contacted the patient to obtain more information. However, the patient provided limited information. The patient tests twice per day and controls her diabetes through diet and exercise. The reported issue first occurred on original date at 1:30pm (cst). According to the patient, she allegedly got "really upset and started shaking due to issue." The patient felt she was "low" at the time of concern. She ate a slice of bread and drank soda. The patient reportedly felt better after 20 minutes. The patient did not receive any further medical intervention. The patient tested on another onetouch ultra2 meter but reportedly obtained the same error message. It would have been helpful to know the events that lead up to the onset of her reported symptoms such as good intake and physical activity. During troubleshooting, the reported issue was resolved through training. The customer care advocate verified that the patient was applying the blood to the test strip before inserting it into the meter. This complaint is being reported because the patient claimed she developed symptoms that can be associated with severe hypoglycemia after the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.